Event description:
Caller states patient tested hi (greater then 600 mg/dl) and hi within 10 minutes on the performa system. A lab value was also drawn within 10 minutes of the meter results, and returned as 107 mg/dl. Prior to receiving the lab value, the patient was treated with humulin r via IV and im routes. 1.5 hours later the patient tested 32 mg/dl on the performa system and was treated with dextrose IV. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.